Event description:
It was reported that a dexcom g7 sensor initially showed a pairing status and failed to pair with the ilet, while glucose values were viewable in the dexcom mobile app. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the sensor connection subsequently established and the user required no further assistance, consistent with a transient communication or pairing issue without device component damage. It was concluded, based on previously established findings for similar reports, that the cause was likely user or connectivity related and resolved through routine troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.